Event description:
The nurse went to flush the midline and it leaked at the hub. The nurse then removed the dressing to discover that the line was broke off at the hub. The nurse placed a tourniquet about 10cm's above the insertion site (the midline is 8cm). Ultra sound was used to visualize the line. It looked as if it was in the brachial vein in the upper arm. The surgeon also looked at the arm via ultra sound and with a longitudinal view was able to see the line. The pt went to operating room for extraction - left pulmonary artery / catheter embolism.

Manufacturer narrative:
The device has not been returned to the manufacture for eval. A lot history review (lhr) of rewi0967 showed no other similar product complaint(s) from this lot number.